Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there were time the patient would get a sharp zap. It was probable that this was related to the device therapy. The zapping was resolved after reprogramming. The event was resolved on (B)(6) 2019. No further patient complications were reported as a result of this event.